Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2010 due to unknown reasons. All components were removed and replaced. Patient was further revised on (B)(6) 2015 due to infection. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.